Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. (B)(4).

Event description:
It was reported that the patient presented in clinic for an implant procedure. The patient had three-degree atrioventricular block. After the right atrial lead was implanted, the helix was unable to be rotated. When the lead was withdrawn, the patient could not bear the pain and suffered persecution delusion. The procedure was suspended. The patient was comforted and discharged.

Manufacturer narrative:
Analysis review: a complete lea d was returned in one piece measuring 521cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.